Event description:
The physician dilated the papilla prior to a gallstone removal using a biliary dilation catheter. During the stone removal the catheter severed and the balloon ruptured. The distal tip of the catheter was immediately retrieved. It was noticed that the papilla was torn and the pt was bleeding heavily. The bleeding was stopped with the injection of suprarenin. An endoscopy was performed as a control and after one day showing that the bleeding had stopped and that no perforation had occurred. In the meanwhile the pt was discharged from the hosp.